Event description:
During implant of a plaato device, the tee operator discovered an unusual feature in the laa during sheath access. Physician attempted to aspirate it but was not successful. It was clearly stated by ev3 personnel "if it was a thrombus company must put out and not continue with plaato implantation." After much debate and continued investigation and both saline and contrast injection into the laa to better define the feature, the physician stated, "it was not thrombus and continued on". After this 1/2 hr of laa feature investigation, the device was prepped per IFU and advanced to 20 cm checkpoint. Thrombus was apparent on fluoro in the transseptal sheath at the end of the device. Upon successful resolution of this sheath thrombus (aspirated and flushed) and additional heparin loading (10,000 had been administered 1/2 hour earlier) the device was removed examined, reflushed and careully reintroduced. The device was re-introduced and positioned per IFU meeting the class criteria and released. Immediately after implant, a thrombus approximately 1 cm long by 2-3 mm wide was seen on tee trapped between the inferior aspect of the implant and the laa orifice above the mitral valve. After observing it for 15 minutes, the patient was released from cath lab and placed on anticoagulants. Monitoring was to be continued over the next few days until the thrombus was resolved. It is not clear if the thrombus was related to original mass detected in the laa by the echo operator or the thrombus found in the sheath. The physician believes this patient to be hyper-coagulable. Acts (activated clotting time) were not monitored the day company was present.